Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an inaccurate tube sensor. Sensors 3 and 4 automatically verifies good tube placement even though there is no tube during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'inaccurate tube sensor' was not reproduced due to constant 'reload set' errors. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion and contamination on the force sensor and input output printed circuit board (I/o pcb) due to fluid intrusion. The force sensor and I/o pcb require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.